Event description:
Patient intubated, the endotracheal tube (ett) at the hub had been disconnecting. Discussed w/ critical care provider, patient failed spontaneous breathing trial and became tachypneic; plan to exchange ett d/t poor connection between external pieces. Reassessed, no need for ett exchange, patient successfully extubated. Voluntary medwatch submitted. No harm to patient.